Manufacturer narrative:
(B)(4) .

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Reprogramming changes were made.

Event description:
New information received states multiple instances of non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were made.